Event description:
It was reported that increase, out of range, defibrillation impedance was observed on the right ventricular (rv) lead. No intervention as been performed at this time. The patient was stable.

Event description:
Additional information was received that the cause of the incident was due to a lead damage. The device will be monitored as impedance has stabilized.